Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, that the flex 3d deflectable videoscope had an error code b30 (communication error). The issue occurred at preparation for use on a therapeutic (endoscopic surgery) procedure. The procedure was completed with a similar device with no delay, and no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. According to the event description, the following contents were confirmed: b30 communication error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event may have occurred due to the fact that the device was damaged during the user's handling, and moisture entered the inside from the damaged area, and the moisture damaged the internal kiban of the video connector. Olympus will continue to monitor field performance for this device.